Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was drawn through the valve. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been returned and is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the hemostatic valve near the center slit separate from the previously noted deformation. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of device design. Separately, the deformation observed due to the sheath being returned and sterilized with the dilator inserted was determined to have the 'cause traced to transport/storage/'

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was drawn through the valve. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been returned and is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was drawn through the valve. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been returned and is awaiting analysis.

Manufacturer narrative:
The faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the hemostatic valve near the center slit separate from the previously noted deformation. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of device design. Separately, the deformation observed due to the sheath being returned and sterilized with the dilator inserted was determined to have the 'cause traced to transport/storage'.